Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the first 3 devices were blocked. The handle do not close the first time. They finished the case using the 4th handle. There was no patient harm.